Event description:
It was reported that the pca was started in the mot on (B)(6) 2025. The next morning, during the nurse¿s routine round, a leak was discovered. Upon examining the tubing, it was found that the y-connection on the check valve extension tubing was broken, which caused the leakage at the connection point. There was no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 08-oct-2025. H3: one used sample received for analysis. Visual inspection was carried out and the male luer check valve bond was observed to be broken. The deformation of the break showed beach marks and smooth sections. In attempts to identify a potential source of leakage at the broken bond, red dye was pushed through the y-site subassembly. The male luer stuck in the y-site was plugged using a pin gage. No leakage was observed. The customer complaint of broken y junction site can be confirmed. The probable cause of the damage is due to excessive bending/twisting forces applied during use. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.